Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device would not communicate when received. Analysis revealed that the battery was depleted. The device's functionality was tested on the bench. No anomalies were found. The original battery was returned to the vendor for destructive analysis. An internal battery anomaly was found, which caused the premature depletion.

Event description:
It was reported to boston scientific corporation on april 7, 2010 that an extractor xl retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B) (6) 2010. According to the complainant, during the ercp procedure, the extractor balloon was advanced through the endoscope and positioned within the common bile duct. The balloon was inflated to remove a stone, however upon coming in contact with a stone, the balloon burst. A fragment of the balloon material detached from the device. The extractor balloon was removed from the patient. Biopsy forceps were then used to remove the balloon fragment from the patient. No pieces were left inside of the patient. A second extractor balloon was used to complete the procedure successfully. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Event description:
The patient presented to the hospital with asystole and bradycardic. A temporary pacer was placed to provide pacing support. The device was unable to interrogate. The device was explanted.